Event description:
The customer reported the colonovideoscope displayed an e315 unsupported scope error message when preparing the scope for use. The scope detection failed. There was no patient in the room for the operation. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the insulation resistance test failed due to a crack on the scope cover, the plug unit was corroded, the scope board was corroded, the suction cylinder was discolored, a b30 scope communication error was displayed due to a data error of the scope ID, the bending angle in the up direction and the play of the up/down knob did not meet standard value due to wear of the angle wire, and the connecting tube was snaking. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer stated the event occurred during preparation for use. No procedure was affected by this event. No patient involvement. No prolongation or procedure done. The e1 "city" field was corrected due to inadvertent translation. The e2/e3 and g2 fields were corrected based on the information available at the time of the initial report submission. The device history record was unable to be reviewed for this device; however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it it likely that the electronic parts such as the scope connector board corroded and failed due to water entering the scope connector. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.